Manufacturer narrative:
Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While evaluating a returned battery, it was identified by an authorized technician that the component showed evidence of being faulty. There was no patient involvement.